Event description:
A 2.7 fr. Broviac was surgically placed earlier this month. Infused at 1 ml per hour with 1 unit heparin per ml used for blood draws and blood administration only. Eight days following placement, user unable to draw blood. The next day there was leaking from insertion site. The following day user unable to infuse. Subsequently, the port was surgically removed. Upon removal, a hole was found just below the change in diameter of catheter. No patient harm, however patient did have another procedure.====================== health professional's impression======================a ruptured broviac = unable to use for intended purpose.suspect clot in tip of catheter led to increase in pressure in lumen, which eventually may have ruptured the catheter.